Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 27.4cm from iab tip. A kink was observed within the catheter tubing approximately 72.1cm from the iab tip. The extender tubing was also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed, and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the lumen break occurred, but it is possibly a result of patient movement during the procedure. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: mba, rrt/ respiratory therapist, adult clinical quality and patient safety. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the tubing and entered the pump. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A high pressure alarm was noted prior to the leak. A new iab was inserted via left axillary. There was no patient harm or adverse event reported.